Event description:
70-year-old man was having an angiogram with during the angiogram with atherectomy the rotarex (device utilized to remove plaque) pieces separated. The surgeon stated that as the device was being slowly withdrawn the archimedes screw became dislodged from the motor housing and the atherectomy had remained in the artery. Catheter was removed, then a 5 cm long incision was made overlying the above the knee superficial femoral artery, which was the level of the foreign body. Ultrasound and fluoroscopy were utilized, and an incision was made at that level and the item was successfully removed. Patient tolerated the procedure well and his wife was informed by the surgeon. He was admitted and discharged the next day.